Event description:
The customer reported to olympus, the visera 4k uhd camera control unit received an e118 error alarm. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the error codes e117 and e118 was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported error code e117. The error code occurred during preparation of use of the first procedure. The device was then returned and an error e118 occurred during the device evaluation. This report is being submitted for the e117 and e118 error codes.